Event description:
It was reported to philips the functional test showed a failure of the charge button. There was no report of patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse instructed the customer to perform a new functional test. Upon performing the new functional test, the issue was resolved. No parts were replaced. A definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. The device remains at the customer site.